Event description:
It was reported that during an in-office visit, there was difficulty interrogating this implantable cardioverter defibrillator (ICD). It was noted that after multiple attempts failed. Troubleshooting efforts were recommended. No adverse patient effects were reported. This product remains in-service.